Event description:
Complaint received from (B)(6), expcare team leader. Noted during express care incoming inspection in (B)(4). We have another broken tip for the same instrument ¿ (B)(4). Expresscare kit ¿ ex5b # 245 was returned from rep ¿ (B)(6) in (B)(6) ¿ used at (B)(6) hosp. Upon inspection of the kit ¿ we found this broken instrument with the tip missing. Kit was shipped on 04/08/2015 and used for surgery (B)(6) 2015 and we received and inspected it on 04/15/2015. (B)(4) ¿ lot mi37149 - has a maintenance date of 5/17 etched on part. That part was put in kit on 11/05/2014 ¿ and has gone out and back 10 times since then.

Manufacturer narrative:
The expedium quick-connect single innie polyaxial screwdriver was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could contribute to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. The root cause of the driver shaft tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.